Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device was returned by customer to the manufacturer but device was lost by manufacturer before investigation could be completed. Manufacturer is unable to locate the device so no investigation of the device can be performed.